Event description:
It was reported that after both t's were placed the knot was being tightened, and the sutures broke. Malfunction report form states that the device was removed from the patient arthroscopically with a grasper. The surgeon experienced a 15 minute delay to remove the broken device and gather a back-up device to complete the surgery. Further details confirmed there was an ipsilateral portal approach to the red area of the meniscus to repair the medial tear. Email confirmed that the sutures were removed but the t's were not. No patient injury resulted.

Manufacturer narrative:
Device is not being returned for evaluation.